Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm valve in the aortic position. The 29mm valve was implanted into a bicuspid severely calcified valve on (B)(6) 2023. An echo showed moderate to severe pvl so it was decided to go back in with a 29mm commander ds to post dilate. Upon inflation, the balloon had burst. The team then went in with a 28 true and post dilated. Severe leak was noted and another valve was chosen to implant. A 29mm sapien 3 ultra resilia was implanted lower and a large gutter leak was noted. There was also some leak noted elsewhere that could not be pinpointed. The patient was then taken off the table and decided to be sent to surgery to fix the pvl. As per follow-up with the fcs, the patient had pvl and no central leak. There was 2cc of extra volume added prior to the inflation. The balloon was fully inflated when it burst. Additionally, the fcs reported that on post op day 4, the patient expired due to a massive stroke.

Manufacturer narrative:
Investigation is ongoing. H3: discarded.

Event description:
As per medical records review, it was confirmed that the commander delivery system balloon rupture occurred during post-dilation of the 29mms3ur valve in the aortic position and was likely due to heavy calcification in the aortic annulus and lvot. As there was no danger of the valve embolizing due to the balloon rupture, this event will not be reportable.

Manufacturer narrative:
Upon further investigation, a redaction to this report is required. The new information indicates that the balloon burst occurred during post-dilation of the 29mms3ur valve in the aortic position and was likely due to heavy calcification in the aortic annulus and lvot. As there was no danger of the valve embolizing due to the balloon rupture, this event will not be reportable. Balloon rupture during post-dilation, after the valve has been deployed in a stable position, does not carry the same risk for embolization. The potential for injury from a balloon rupture during post-dilation is low; therefore, delivery system balloon burst during post-dilation is not considered a serious injury. These events are not reportable. With the new information provided, this event is no longer reportable to the FDA. As the new information indicates, routine troubleshooting maneuvers were used, therefore a serious injury did not occur, and no surgical/additional intervention was required.